Manufacturer narrative:
The issue was discovered while troubleshooting another complaint. The field service representative (fsr) found the oxygen (o2) sensor to be leaking. She replaced it with a new sensor. However, the problem continued to occur. After further analysis, it was determined that there was sufficient gas flow at the supply, but not through the epgs. She determined that there was an issue with the internal pressure transducer. She replaced the epgs. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4) / MFR #1828100-2020-00241.

Event description:
It was reported that during the use of the device for a non-clinical activity, the oxygen (o2) cartridge sensor was leaking. There was no patient involvement.

Manufacturer narrative:
Updated block: d10 and h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.